Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result software was reloaded. It was also noted that the radiofrequency (rf) head connector was loose and the fan was noisy. Concomitant product: product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported that during the installation of a software update the programmer froze at the logo screen when it was powered on. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.